Manufacturer narrative:
Several documented attempts were made to contact the customer regarding further product information, and to determine if the product will be returned for analysis. This product is used for treatment, and not for diagnosis.

Event description:
Medwatch form (B)(4) was received from the customer on march 22, 2011. The customer reports: "the nim machine was reading too much feedback for the stim one cord. We could not get feedback fixed. Switched to different nim endotracheal tube and feedback went away. The blue wire on the nim endotracheal tube didn't give feedback to the nim machine. They had to remove the tube and re-trach the patient with a new tube. The new one worked fine." The customer stated "the device malfunctioned - that is; the device did not do what it was suppose to do." The customer did not indicate any patient injury.